Manufacturer narrative:
Evaluation and testing of the actual complaint sample received was able to confirm a tear in the blood pump segment which produced a leak and caused the reported pt event. Based on analysis and testing, there is no indication that the rough cut in the tubing could have been caused during MFR or assembly. Companion samples were also tested. These bloodlines had visible imperfections along the blood pump segment. Three of the companion sample bloodlines were tested by being hooked to a peristaltic pump and run for 3 continuous hours at a speed of 400cc/min. No leak developed in the tubing. The surface blemishes are caused during the extrusion process. As tubing exits the extruder die it enters watertanks that cool the tubing. If the tubing is not completely submerged in the water, surface blemishes are formed. The extrusion department will monitor to ensure that the tubing is completely submerged as it exits the extruder die. Dents are caused when rigid components on the lines rest against the flexible tubing creating an indentation. New packaging configurations have been implemented to minimize this issue. Co will continue to monitor for trends.

Event description:
Facility reports that they found cuts or slits on the blood pump segment of the bloodline. They have also found several bloodlines with imperfections such as visible raise seats and deep indentations. There have been 4 incidents that required changing of the bloodlines and dialyzer resulting in a greater than 200cc bloodloss. This #3 of 4. The blood in the lower end of the arterial line was returned to the pt but the blood in the dialyzer and venous bloodline was discarded. The pt's hct per incident was 30.9 and post incident it was the same at 30.9. No transfusion or other medical intervention was necessary. The actual sample is available of evaluation. A mailer has been sent to the customer with instructions to return the sample to the mfg site for evaluation.